Manufacturer narrative:
H10: per good faith effort (gfe) response received 24-oct-2023, it has been determined that the unit had been removed from service until further notice. No further action required. The unit had been removed from service until further notice. No further action required. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution name: (B)(6) hospital.

Event description:
Philips received a complaint by the customer on the v60, indicating that the unit had shut down while on a patient. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the v60 had shut down while on a patient.